Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue was confirmed. A review of the event history log revealed 'improper shutdown' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be corroded and contaminated battery contact pins on the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off when battery was moved. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.